Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports to have high blood glucose of 404 mg/dl, which was not treated as customer attempted a bolus delivery. Troubleshooting was performed on insulin pump to verify reason for high blood glucose. Troubleshooting could not continue as customer did not have a tubing clamp. Tubing clamp was sent to customer. No further information provided.